Event description:
It was reported that post-operatively, the atrial lead impedance was undefined with inability to get thresholds. The lead was tested through the analyzer with normal impedances and thresholds. The lead was reattached to the device and retested with normal numbers. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.